Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while supporting a patient a leak occurred causing blood to appear in helium tubing and a "blood detected" alarm was generated. The patient was taken to the cardiac cath lab (ccl) and the iab was replaced without issue. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy while supporting a patient a leak occurred causing blood to appear in helium tubing and a "blood detected" alarm was generated. The patient was taken to the cardiac cath lab (ccl) and the iab was replaced without issue. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was tapered over the catheter membrane. The extender tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and one leak was detected on the membrane approximately 0.5cm from the rear seal measuring 0.038cm in length. The reported alarm, blood detected & blood in tubing problem were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy while supporting a patient a leak occurred causing blood to appear in helium tubing and a "blood detected" alarm was generated. The patient was taken to the cardiac cath lab (ccl) and the iab was replaced without issue. There was no reported injury to the patient.